Event description:
Reference number (B)(4). Event country in the italy it was reported that the patient experienced an alarm due to the infusion set cannula was bent and the event occurred on (B)(6) 2026. No further information available.